Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken plug strap, creases fold, opening linear on posterior and black particles. Leak test and microscopic analysis was performed which identified: striated broken on plug strap, striated opening on posterior and missing plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is missing plug strap assessed as inconclusive, a striated opening on posterior assessed as surgical damage consistent in the use of some surgical tool and a striated broken on plug strap assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side "pinhole leak" and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak".

Event description:
Healthcare professional reported right side "pinhole leak" and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.